Manufacturer narrative:
Per the clinic, the device is not available for analysis. This report is filed (B)(4) 2012.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. Reimplantation is planned but has not occurred as of the date of this report, (B)(6), 2011.

Manufacturer narrative:
(B)(4).